Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several no delivery alarms. The customer was able to resolve the alarms by a complete set change. The customer's blood glucose level was unknown. The customer wanted to replace and return the sets for analysis; however, the customer did not want to return or troubleshoot for the reservoir.